Event description:
Attempted to retract needle once 22g IV catheter was placed in right ac [antecubital] vein. Needle slipped out of plastic cover and was exposed. Unable to re-cover needle before disposing in sharps container. Safety mechanism on piv [peripheral intravenous line] was fused. Rn could not engage safety and risk sharps injury as she had to withdraw the needle from the catheter without engaging the safety. No other reported issues with this lot. Brand: smiths medical jelco 22g x 1 inch. Lot #: 6103156. Exp date: 03-11-2027. Gtin: (B)(4).